Event description:
Patient reported left side "the one side seems smaller than the other but the volume says 450 for both of them. Is that normal?" Physician reported rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".